Manufacturer narrative:
(B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "eccesive scaring on the jaws, this lead to severe sticking on the tissue, tissue had to be supported (to remove the voyant fine fusion instrument. Cleaning of the jaws was performed after almost every seal-cycle (wet gauze, steam cleaning)."patient status n/a.

Manufacturer narrative:
The event unit was returned for evaluation. The device was returned whole and intact with a large amount of eschar buildup was observed on the jaws of the device and in the blade channel. Slight delamination of both the static and dynamic conductive pad from the jaw over mold was observed. During testing, the device failed continuity testing due to a lack of continuity in the dynamic jaw. Engineering was unable to attempt replicating the customer experience due to the lack of continuity. The root cause of the jaws of the device sticking on the tissue has been determined to be both the delamination of the conductive pads during the procedure caused by an insufficient dovetail used to secure the conductive pads in the grivory, as well as the sinking of the conductive stops resulting in an insufficient jaw gap. Applied medical has opened corrective and preventative action reports to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "excessive scaring on the jaws, this lead to severe sticking on the tissue, tissue had to be supported (to remove the voyant fine fusion instrument. Cleaning of the jaws was performed after almost every seal-cycle (wet gauze, steam cleaning)."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed separation of the conductive pads from the jaws in addition to presence of adhered tissue. Engineering also found that the front conductive stop was positioned out of specification. Engineering was unable to perform functional testing due to component damage, unrelated to the incident, which may have occurred during return shipment to applied medical. Although functional testing could not be performed, similar incidents have shown that the separation of the conductive pads and movement of the conductive stops can result in increased tissue adherence. Clinical factors, such as procedure or tissue type, can also contribute to tissue adherence with electrosurgical devices. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented device enhancements intended to reduce the potential for the conductive pad to separate from the jaws. This lot was built prior to the implementation of this enhancement. Applied medical is also researching additional device enhancements intended to further minimize the potential for tissue adherence to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.